Event description:
It was reported that during the initial implant procedure the dft (defibrillation threshold) testing failed at 30j and 40j. External shock terminated vf (ventricular fibrillation). It was noted that air was observed around the extravascular (ev) lead and the extravascular implantable cardioverter defibrillator (ev-ICD) as well. The ev-ICD was repositioned a little bit more posterior and it was decided to do a new dft test one day after so that air would be gone. The new dft test was performed and this repeat test was successful, with ventricular fibrillation terminated by the first device shock at 40j. The ev-ICD and ev-lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dvea3e4 ev-ICD implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was insufficient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.